Manufacturer narrative:
E1 initial reporter city: nagasaki city nagasaki prefecture the device was returned for analysis. Visual inspection revealed the imaging window was detached at the lapjoint section. The detached portion was not returned for analysis. Microscopic inspection revealed the distal housing of the transducer was complete with no evidence of degradation from exposure to saline solution. Media inspection was performed to the pictures provided by the site and it was confirmed that the imaging window detached from the lapjoint section.

Event description:
It was reported that sheath detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After the lesion was observed, and as the device was being removed to finish the procedure, resistance was felt inside the guide catheter and the opticross tip was damaged. When the device was outside the patient, the sheath completely detached at the lap joint. The guide catheter was flushed but there was no residue found so it was confirmed that no remnants of the device remained in the patient. There was no injury to the patient.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that sheath detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After the lesion was observed, and as the device was being removed to finish the procedure, resistance was felt inside the guide catheter and the opticross tip was damaged. When the device was outside the patient, the sheath completely detached at the lap joint. The guide catheter was flushed but there was no residue found so it was confirmed that no remnants of the device remained in the patient. There was no injury to the patient.